Manufacturer narrative:
Per the tandem user guide: ¿do not expose your pump, transmitter, or sensor to: x-ray, or computed tomography (CT) scan.¿

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer exposed the pump to x-ray machine at the airport. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.